Event description:
It was reported there was a partial pocket fill. About 20 milliliters were pushed in and then 10 milliliters were able to be pulled back. The system was being used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n184831007, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported the dose of the morphine was unknown. Exact symptoms the patient was having included hives and redness around the pump site. The cause of the pocket fill was unknown as well. In terms of how the patient was now doing, they were noted to be stable but not receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported via manufacturer report # 3004209178-2014-09921. Additional information received r egarding this event will be reported via this manufacturer report. It was reported (on (B)(6) 2014) that there was a pocket fill which required the patient be monitored in the office. It was noted that the pocket site was aspirated and the physician injected normal saline to dilute the drug in the subcutaneous tissue. The patient was described as alive with no injury at the time of the report, however the patient did experienced an allergic reaction around the pocket site. The pump was infusing morphine. It was reported two weeks later that the cause of the pocket fill was unknown. The patient reportedly experienced itching and redness at the pocket site. At that time the patient was described as stable.